Event description:
It was reported that the wand was sparking. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection under magnification on the returned wand showed minimal electrode wear with discoloration present on the electrodes. There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. At no time during functional evaluation was there sparking which concludes that there is no electrical disturbance related to the wand. Most likely, the device was creating plasma that was interpreted as sparking. When there is insufficient suction, this will increase the plasma field on the tip and create a more visual effect. The instruction for use (¿IFU¿) states, ¿it is normal to see some bubbling and orange glow from the wand.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.